Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee procedure, two blades broke at the proximal end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second blade that broke.

Event description:
It was reported that during a total knee procedure, two blades broke at the proximal end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second blade that broke.

Manufacturer narrative:
Correction g4: the awareness date was initially reported as novermber 19th 2019 in error. The actual awareness date was (B)(6) 2020. H6: the quality investigation is complete.